Event description:
It was reported that, during a procedure, the fiber broke and burned the right hand of the physician. No treatment was administered for the burn. The procedure was successfully completed using a different fiber without patient harm or complications.

Event description:
It was reported that, during a procedure, the fiber broke and burned the right hand of the physician. No treatment was administered for the burn. The procedure was successfully completed using a different fiber without patient harm or complications.